Manufacturer narrative:
This product is not expected to be returned. If the product is returned, analysis would be performed and this report would be updated at that time.

Event description:
It was reported that this right ventricular lead showed high capture thresholds, irregular impedance measurements and loss of capture. A revision procedure was scheduled, and this lead was explanted and replaced. It is not expected that this lead be returned for analysis. No additional adverse patient effects were reported.